Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16sep2019. The manufacturer¿s international service technician confirmed the reported cpu issue. The manufacturer¿s international service technician replaced the cpu pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
Unknown malfunction. There was no patient involvement.